Manufacturer narrative:
The correct catalog number is 14324-97. (B)(4).

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. It is unknown if the affected load was released and used on patients. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure 24 biological indicators.

Manufacturer narrative:
(B)(4) investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. The DHR was not reviewed as the lot number was not available. Trending analysis by lot number was not reviewed as the lot number was not provided. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The single cyclesure® 24 bi was not returned for visual inspection. Retains testing was not completed as the lot number was not provided. There is insufficient information to determine an assignable cause. Should additional information be received at a later date, the complaint will be re-opened for evaluation. The issue will continue to be tracked and trended.